Event description:
Pt implanted with prodisc-l at l5-s1 on an unk date was returned to the operating room as pt was complaining of severe pain. Surgeon removed the prodisc-l and revised the pt to a fusion with synfix. This report is #1 of 3 for the same event.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation is on-going. No conclusion can be drawn.